Event description:
It was reported that cgm displayed error message while customer was using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for complete pump reset, performed reset with guidance, confirmed error message did not reappear, and successfully started new sensor session.